Manufacturer narrative:
H.6. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for leakage on lot # 9079907. Investigation summary: customer returned four (4) used 31g x 5mm bd pen needles without tear drop labels attached. Consumer reported insulin leaks from the patient end needle after the injection. All four returned pen needles were examined, then tested for flow using a test pen injector: all four pen needles were able to expel properly. Since no evidence of manufacturing defects were observed on the four returned samples the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.

Event description:
It was reported that bd ultra fine¿ pen needle is leaking insulin. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no. 320119 batch no. 9079907. It was reported that after removing needle from skin the insulin is leaking out of pen needle. This pr records issue of leakage on occurrence date of (B)(6) 2019. Issue: consumer reported insulin leaks from the patient end needle after the injection. She holds on for 25 seconds inside the skin, and when she removes the needle out she sees leakage on the pen and she described it as leaking as bubble on the patient end needle. She uses the needles on short acting and long acting pens. She is new the pen and using it for 2 weeks. She stated she is following the instructions how she was advised. Sample discarded. It is happening with every needle she uses with tresiba and novolog. Consumer does the priming, she visually tests the needle to see if it is straight. She rotates the skin site. She uses the new pen needle each time of her injection. She tightens the pen needle while attaching. Advised consumer to save the sample if re occurrence, advised to send 3 unused samples. Also advised to go thru the instruction when she sees her doctor again. She will not be going to the doctor for another month. Advised her to attach the needle firmly on to her pen and advised her to save samples if re occurrence.

Manufacturer narrative:
Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for leakage on lot # 9079907. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needle is leaking insulin. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no. 320119 batch no. 9079907 it was reported that after removing needle from skin the insulin is leaking out of pen needle. This pr records issue of leakage on occurrence date of (B)(6) 2019. Issue: consumer reported insulin leaks from the patient end needle after the injection. She holds on for 25 seconds inside the skin, and when she removes the needle out she sees leakage on the pen and she described it as leaking as bubble on the patient end needle. She uses the needles on short acting and long acting pens. She is new the pen and using it for 2 weeks. She stated she is following the instructions how she was advised. Sample discarded. It is happening with every needle she uses with tresiba and novolog. Consumer does the priming, she visually tests the needle to see if it is straight. She rotates the skin site. She uses the new pen needle each time of her injection. She tightens the pen needle while attaching. Advised consumer to save the sample if re occurrence, advised to send 3 unused samples. Also advised to go thru the instruction when she sees her doctor again. She will not be going to the doctor for another month. Advised her to attach the needle firmly on to her pen and advised her to save samples if re occurrence.